Manufacturer narrative:
Additional information is pending and will be provided upon receipt.

Event description:
It was reported that during a follow up untreated episodes were seen. In addition, noise was recreated in all vectors and oversensing was seen. The device was deactivated. Additional information noted that the system was explanted. No additional adverse patient effects were reported.